Event description:
It was reported that the fiber cap detached inside the pt at 403,156 joules during a prostate procedure. The cap was retrieved with graspers. The procedure was completed with another fiber. The pt outcome was reported as "fine". The procedure had been initiated with another fiber, which was also reported (reference MFR report number 2937094-2012-00329).